Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. According to the nurse, the cause of peritonitis was most likely due to the tunnel infection that the patient developed on an unreported date. The treatment for the tunnel infection was not reported. The patient was treated with heparin (ip, dose and frequency not reported) other unspecified antibiotics for peritonitis. At the time of this report, the patient was recovered from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.